Manufacturer narrative:
Product analysis:the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Concomitant medical device: 429688 lead implanted (B)(6) 2013 and dtba1d1 crt-d implanted (B)(6) 2017.

Event description:
It was reported that a sudden high bipolar rv pacing impedance was noted on the right ventricular (rv) lead. Suddenly high thresholds were also indicated. The lead was reprogrammed. Two days later, impedances and thresholds had returned to stable however a single impedance reading of zero was noted during pocket manipulations and isometrics. Repeated provocative testing of impedances were all normal. No additional changes were made and the patient will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.